Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that during the calibration of the system there was a reflux problem. The case was initiated and completed using an alternate system. There was no patient involvement. Additional information has been requested and received.

Manufacturer narrative:
The customer reported that the system had reflux problems during calibration. The company service representative examined the system and was not able to confirm the reported event. No problems were found. The system was then tested and met all product specifications. The system was manufactured on april 20, 2004. Based on qa assessment, the product met specifications at the time of release. The customer did not retain a cassette pak sample for this complaint report; visual inspection or functional testing could not be conducted. As the customer did not retain the finished goods lot number, the device history record (DHR) and lot number history could not be reviewed. The root cause cannot be determined conclusively. (B)(4).